Manufacturer narrative:
The fenestrated bipolar forceps has been evaluated by the failure analysis (fa) team. Fa was not able to replicate or confirm the reported complaint. The instrument was inspected and no damage or burrs or sharp edges found to the distal end components like the grip tips or grip and pitch cables. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was too sharp-edged and leaves defects on the organ. The procedure was completed as planned.